Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device did not respond to the magnet during an unrelated surgical procedure. Two different magnets were attempted to no avail. The device remains in use. No patient complications have been reported as a result of this event.